Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient did not recharge his ipg thus the ipg became inoperable. The patient underwent surgical intervention on (B)(6) 2017 where the ipg was removed and replaced. Therapy has resumed postoperatively.